Manufacturer narrative:
The reported leak was not able to be confirmed by a manufacturer repair technician through visual inspection. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Event description:
It was reported that in the sterile processing department of the user facility, the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that in the sterile processing department of the user facility, the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.